Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we had noticed that along with the suction device came one of the essure coils and that was cut'), device dislocation ('right cornua region no longer had essure'), device expulsion ('left one still had the essure but that the core reached into the uterine cavity'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('missed abortion/stillbirth/miscarriage, birth ¿ complication') and uterine haemorrhage ('extensive bleeding into the uterus') in a 35-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anemia, parity 4 (dates of live births: (B)(6) 1991; (B)(6) 1996; (B)(6) 2004; (B)(6) 2008), miscarriage, abortion, multigravida, irregular periods and vaginal haemorrhage. Concurrent conditions included offensive vaginal discharge, uterine cervical squamous metaplasia, chronic inflammation of orbit, unspecified and light periods. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2008 to january 2009 for contraception as well as diazepam from (B)(6) 2008 to (B)(6) 2009, docusate sodium (colace) from (B)(6) 2008 to (B)(6) 2011, fluoxetine from (B)(6) 2008 to (B)(6) 2008, iron from (B)(6) 2008 to (B)(6) 2011, metronidazole from (B)(6) 2008 to (B)(6) 2008, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2008 to (B)(6) 2011, nsaids since september 2008, paracetamol (acetaminophen) since september 2008 and simethicone (simethicone) from (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In december 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed"), depression ("psychological or psychiatric problems:depression/psych injury"), anxiety ("psychological or psychiatric problems:mental anguish / psych injury"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (suction dilatation and curettage/foley balloon placement in utero/laparotomy/total abdominal hystere and total abdominal hysterectomy,). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge and post procedural complication outcome was unknown and the uterine haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy essure implant date - dec2009. In right and left 3 trailing coils in cavity were noted. Plaintiff is currently planning for essure removal. The remainder of the coil remained in the uterus and with our decision to proceed with an exploratory laparotomy an hysterectomy suspecting that there may have been damage to the cornu aspect of the fallopian tube causing extensive bleeding into the uterus cavity and leading the patient to be hemodynamically unstable. A vertical incision was made into the uterus after the procedure and we were able to visualize that the right cornua region no longer had essure, but that the left one still had the essure but that the core reached into the uterine cavity and there was also products of conception around the left cornua region. Plaintiff received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping) , general abnormal bleed. Patient received treatment for pelvic pain, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2011: there is still only a fetal pole measuring six weeks and one day, however, no cardiac motion was seen, thus a missed abortion is diagnosed and the patient desires surgical management.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : device dislocation, device expulsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal spotting lot number: 624836 manufacture date: 2007-06, expiration date: 2009-05 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: post removal complications were added. Outcome and rcc comments updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we had noticed that along with the suction device came one of the essure coils and that was cut'), device dislocation ('right cornua region no longer had essure'), device expulsion ('left one still had the essure but that the core reached into the uterine cavity'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('missed abortion/stillbirth/miscarriage, birth ¿ complication') and uterine haemorrhage ('extensive bleeding into the uterus') in a 35-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anemia, parity 4 (dates of live births: (B)(6) 1991; (B)(6) 1996; (B)(6) 2004; (B)(6) 2008, miscarriage, abortion, multigravida, irregular periods and vaginal haemorrhage. Concurrent conditions included offensive vaginal discharge, uterine cervical squamous metaplasia, chronic inflammation of orbit, unspecified and light periods. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) -2008 to (B)(6) 2009 for contraception as well as diazepam from (B)(6) 2008 to (B)(6) 2009, docusate sodium (colace) from (B)(6) 2008 to (B)(6) 2011, fluoxetine from (B)(6) 2008, iron from (B)(6) 2008 to (B)(6) 2011, metronidazole from (B)(6) 2008, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2008 to (B)(6) 2011, nsaids since september 2008, paracetamol (acetaminophen) since september 2008 and simeticone (simethicone) from (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea cramping") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed"), depression ("psychological or psychiatric problems:depression/psych injury"), anxiety ("psychological or psychiatric problems:mental anguish / psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (suction dilatation and curettage/foley balloon placement in utero/laparotomy/total abdominal hystere and total abdominal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, uterine haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge outcome was unknown, the genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy essure implant date (B)(6) 2009. In right and left 3 trailing coils in cavity were noted. Plaintiff is currently planning for essure removal. The remainder of the coil remained in the uterus and with our decision to proceed with an exploratory laparotomy an hysterectomy suspecting that there may have been damage to the cornu aspect of the fallopian tube causing extensive bleeding into the uterus cavity and leading the patient to be hemodynamically unstable. A vertical incision was made into the uterus after the procedure and we were able to visualize that the right cornua region no longer had essure, but that the left one still had the essure but that the core reached into the uterine cavity and there was also products of conception around the left cornua region. Plaintiff received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping) , general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis on (B)(6) 2011: there is still only a fetal pole measuring six weeks and one day, however, no cardiac motion was seen, thus a missed abortion is diagnosed and the patient desires surgical management. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : device dislocation, device expulsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal spotting. Lot number: 624836, manufacture date: 2007-06, & expiration date: 2009-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: plaintiff fact sheet received. Events added from pfs- extensive bleeding into the uterus. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we had noticed that along with the suction device came one of the essure coils and that was cut'), device dislocation ('right cornua region no longer had essure'), device expulsion ('left one still had the essure but that the core reached into the uterine cavity'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('missed abortion') in a 35-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anemia, parity 4 (dates of live births: (B)(6) 1991; (B)(6) 1996; (B)(6) 2004; (B)(6) 2008), miscarriage, abortion, multigravida, irregular periods and vaginal haemorrhage. Concurrent conditions included offensive vaginal discharge, uterine cervical squamous metaplasia, chronic inflammation of orbit, unspecified and light periods. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2008 to (B)(6) 2009 for contraception as well as diazepam from (B)(6) 2008 to (B)(6) 2009, docusate sodium (colace) from(B)(6) 2008 to (B)(6) 2011, fluoxetine from (B)(6) 2008 to (B)(6) 2008, iron from (B)(6) 2008 to (B)(6) 2011, metronidazole from (B)(6) 2008 to (B)(6) 2008, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2008 to (B)(6) 2011, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and simethicone (simethicone) from (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems:mental anguish"). The patient was treated with surgery (suction dilatation and curettage/foley balloon placement in utero/laparotomy/total abdominal hystere and total abdominal hysterectomy,). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for device dislocation and device expulsion with essure. The reporter considered abortion spontaneous, anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy essure implant date - (B)(6) 2009. In right and left 3 trailing coils in cavity were noted. Plaintiff is currently planning for essure removal. The remainder of the coil remained in the uterus and with our decision to proceed with an exploratory laparotomy an hysterectomy suspecting that there may have been damage to the cornu aspect of the fallopian tube causing extensive bleeding into the uterus cavity and leading the patient to be hemodynamically unstable. A vertical incision was made into the uterus after the procedure and we were able to visualize that the right cornua region no longer had essure, but that the left one still had the essure but that the core reached into the uterine cavity and there was also products of conception around the left cornua region. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2011: there is still only a fetal pole measuring six weeks and one day, however, no cardiac motion was seen, thus a missed abortion is diagnosed and the patient desires surgical management. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : device dislocation, device expulsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal spotting. Lot number: 624836 manufacture date: 2007-06, expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we had noticed that along with the suction device came one of the essure coils and that was cut'), device dislocation ('right cornua region no longer had essure'), device expulsion ('left one still had the essure but that the core reached into the uterine cavity'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('missed abortion/stillbirth/miscarriage, birth ¿ complication') and uterine haemorrhage ('extensive bleeding into the uterus') in a 35-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anemia, parity 4 (dates of live births: (B)(6) 1991; (B)(6) 1996; (B)(6) 2004; (B)(6) 2008), miscarriage, abortion, multigravida, irregular periods and vaginal haemorrhage. Concurrent conditions included offensive vaginal discharge, uterine cervical squamous metaplasia, chronic inflammation of orbit, unspecified and light periods. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2008 to (B)(6) 2009 for contraception as well as diazepam from (B)(6) 2008 to (B)(6) 2009, docusate sodium (colace) from (B)(6) 2008 to (B)(6) 2011, fluoxetine from (B)(6) 2008 to (B)(6) 2008, iron from (B)(6) 2008 to (B)(6) 2011, metronidazole from (B)(6) 2008 to (B)(6) 2008, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2008 to (B)(6) 2011, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and simeticone (simethicone) from (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed"), depression ("psychological or psychiatric problems:depression/psych injury"), anxiety ("psychological or psychiatric problems:mental anguish / psych injury"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (suction dilatation and curettage/foley balloon placement in utero/laparotomy/total abdominal hystere and total abdominal hysterctomy,). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge and post procedural complication outcome was unknown and the uterine haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy essure implant date - (B)(6) 2009. In right and left 3 trailing coils in cavity were noted. Plaintiff is currently planning for essure removal. The remainder of the coil remained in the uterus and with our decision to proceed with an exploratory laparotomy an hysterectomy suspecting that there may have been damage to the cornu aspect of the fallopian tube causing extensive bleeding into the uterus cavity and leading the patient to be hemodynamically unstable. A vertical incision was made into the uterus after the procedure and we were able to visualize that the right cornua region no longer had essure, but that the left one still had the essure but that the core reached into the uterine cavity and there was also products of conception around the left cornua region. Plaintiff received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping) , general abnormal bleed. Patient received treatment for pelvic pain, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: there is still only a fetal pole measuring six weeks and one day, however, no cardiac motion was seen, thus a missed abortion is diagnosed and the patient desires surgical management. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : device dislocation, device expulsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal spotting. Lot number: 624836 manufacture date: 2007-06, expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we had noticed that along with the suction device came one of the essure coils and that was cut'), device dislocation ('right cornua region no longer had essure'), device expulsion ('left one still had the essure but that the core reached into the uterine cavity'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('missed abortion/stillbirth/miscarriage, birth ¿ complication') and genital haemorrhage ('general abnormal bleed') in a 35-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anemia, parity 4 (dates of live births: (B)(6) 1991; (B)(6) 1996; (B)(6) 2004; (B)(6) 2008), miscarriage, abortion, multigravida, irregular periods and vaginal haemorrhage. Concurrent conditions included offensive vaginal discharge, uterine cervical squamous metaplasia, chronic inflammation of orbit, unspecified and light periods. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2008 to january 2009 for contraception as well as diazepam from (B)(6) 2008 to (B)(6) 2009, docusate sodium (colace) from (B)(6) 2008 to (B)(6) 2011, fluoxetine from (B)(6) 2008 to (B)(6) 2008, iron from (B)(6) 2008 to (B)(6) 2011, metronidazole from (B)(6) 2008 to (B)(6) 2008, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2008 to (B)(6) 2011, nsaids since september 2008, paracetamol (acetaminophen) since september 2008 and simeticone (simethicone) from (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In december 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems:depression/psych injury"), anxiety ("psychological or psychiatric problems:mental anguish / psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (suction dilatation and curettage/foley balloon placement in utero/laparotomy/total abdominal hysterectomy and total abdominal hysterectomy,). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy essure implant date - dec2009. In right and left 3 trailing coils in cavity were noted. Plaintiff is currently planning for essure removal. The remainder of the coil remained in the uterus and with our decision to proceed with an exploratory laparotomy an hysterectomy suspecting that there may have been damage to the cornu aspect of the fallopian tube causing extensive bleeding into the uterus cavity and leading the patient to be hemodynamically unstable. A vertical incision was made into the uterus after the procedure and we were able to visualize that the right cornua region no longer had essure, but that the left one still had the essure but that the core reached into the uterine cavity and there was also products of conception around the left cornua region. Plaintiff received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping) , general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2011: there is still only a fetal pole measuring six weeks and one day, however, no cardiac motion was seen, thus a missed abortion is diagnosed and the patient desires surgical management.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : device dislocation, device expulsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal spotting lot number: 624836 manufacture date: 2007-06, expiration date: 2009-05 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated .new events: abdominal pain , general abnormal bleed were added. Event verbatim were updated to missed abortion/stillbirth/miscarriage, birth ¿ complication ,psychological or psychiatric problems: depression/psych injury mental anguish/psych injury. Event outcome were updated :pain pelvic/ abdominal, dysmenorrhea (cramping), general abnormal bleed. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we had noticed that along with the suction device came one of the essure coils and that was cut'), device dislocation ('right cornua region no longer had essure'), device expulsion ('left one still had the essure but that the core reached into the uterine cavity'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('missed abortion') in a (B)(6) year old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anemia, parity 4 (dates of live births: (B)(6) 1991; (B)(6) 1996; (B)(6) 2004; (B)(6) 2008), recurrent abortion, abortion, multigravida, irregular periods and vaginal haemorrhage. Concurrent conditions included offensive vaginal discharge, uterine cervical squamous metaplasia, chronic inflammation of orbit, unspecified and light periods. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2008 to (B)(6) 2009 for contraception nos as well as diazepam from (B)(6) 2008 to (B)(6) 2009, docusate sodium (colace) from (B)(6) 2008 to (B)(6) 2011, fluoxetine from (B)(6) 2008 to (B)(6) 2008, iron from (B)(6) 2008 to (B)(6) 2011, metronidazole from (B)(6) 2008 to (B)(6) 2008, minerals nos; vitamins nos (prenatal vitamins) from (B)(6) 2008 to (B)(6) 2011, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and simeticone (simethicone) from (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems:mental anguish"). The patient was treated with surgery (suction dilatation and curettage/foley balloon placement in utero/laparotomy/total abdominal hystere and total abdominal hysterctomy,). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for device dislocation and device expulsion with essure. The reporter considered abortion spontaneous, anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy essure implant date (B)(6) 2009. In right and left 3 trailing coils in cavity were noted. Plaintiff is currently planning for essure removal. The remainder of the coil remained in the uterus and with our decision to proceed with an exploratory laparotomy an hysterectomy suspecting that there may have been damage to the cornu aspect of the fallopian tube causing extensive bleeding into the uterus cavity and leading the patient to be hemodynamically unstable. A vertical incision was made into the uterus after the procedure and we were able to visualize that the right cornua region no longer had essure, but that the left one still had the essure but that the core reached into the uterine cavity and there was also products of conception around the left cornua region. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound pelvis on (B)(6) 2011: there is still only a fetal pole measuring six weeks and one day, however, no cardiac motion was seen, thus a missed abortion is diagnosed and the patient desires surgical management. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : device dislocation, device expulsion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal spotting . Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received. Lot numbers were added. New events : device breakage, pregnancy, spontaneous abortion, left one still had the essure but that the core reached into the uterine cavity, right cornua region no longer had essure, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, , psychological or psychiatric problems: depression, mental anguish, and vaginal discharge were added. Reporter and patient demography added. Medical history, concomitant drug were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.